Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a ruptured aneurysm in the posterior communicating (pcom) artery. It was noted the patient's vessel tortuosity was normal. It was reported that after preparing all devices per the instructions for use (IFU) and delivery, the pipeline did not appear normal on the angiogram when attempting to open it. The physician re-sheathed and attempted to open again, but the stent opened a couple millimeters and jammed. The pipeline became locked-up at the distal end of the phenom 27 catheter. There was no damage noted to the catheter or push wire, the pipeline was not in a bend, and the physician had to remove both devices and use replacement devices to complete the procedure with no issues.

Manufacturer narrative:
D4. Lot number - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h10. Additional manufacturer narrative - additional information, device evaluation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D4: expiration date - additional information d10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h4: device mfg date - additional information h6: codes updated the pipeline flex w/ shield device returned with medtronic catheter. The pipeline flex w/ shield braid and delivery system distal wire was found partially deployed out of the distal end of the catheter. Resistance was found when retracting and advancing the pipeline flex w/ shield out of the micro catheter. The pipeline flex w/ shield pushwire was found bent at the proximal end. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The tip coil was found stretched and broken from the distal wire. Once deployed out of the micro catheter, the distal and proximal ends of the pipeline flex shield braid were found fully opened, with the proximal end slightly frayed and the distal end found frayed/damaged. No other anomalies were observed. Based on the analysis findings, ¿failure/incomplete open distal (flex)¿ could not be confirmed as the device fully opened when deployed out of the micro catheter. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. From the damages seen on the pipeline pushwire (bent), tip coil (stretched/broke) and braid (frayed/damaged); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the phenom catheter against resistance. Per our instructions for use (IFU): "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.